Manufacturer narrative:
Reason device not evaluated: the device has not been made available to the manufacturer for evaluation.

Event description:
It was reported that during the surgical procedure, laser system errors 41, 43, 44 were observed. The procedure was completed using an alternative (non-laser) procedure. Additional information was not reported. Patient outcome "ok". There was no injury reported.

Manufacturer narrative:
Corrected.

Manufacturer narrative:
The laser console was returned to the manufacturer on november 05, 2015. System analysis/ service repair on november 10, 2015: the reported error 41, 43 and 44 were confirmed in error log but were unable to be reproduce the error. The di water, 20a circuit breaker, coupler lens, detector assembly and laser power supply were replaced. The q-switch driver and control board were noted to be fine. The system was tested and verified to meet manufacturer's specifications. Reportedly, the system remained at the ams manufacturer facility in (B)(6) and was subsequently shipped back to the customer. The laser was reinstalled at the customer site.